Manufacturer narrative:
(B)(4). Batch #: u5aw1a. Cartridge: tcr10 (lot # u40d3d). Additional information was requested, and the following was received: did any pieces fall into the patient? Yes. If yes, were they retrieved? Yes. Will all pieces be returned with the device? Yes. Could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the anvil shroud broken and with a reload present. The reload was received with the proximal 6 drivers up without staples, also 3 staples were noted to be missing along the reload, and the left fork was broken off making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the anvil shroud damage was occurred, it is possible that the damaged was due to an improper handling of the device. It is possible that an improper handle of the reload caused that the staple come out of the pockets and the damage of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the surgeon was using tlc10 for a colostomy reversal surgery. He tried to load tcr10 reload. The reload broke at the proximal end. He tried to use another reload but the applier got struck in between. The surgery was delayed by an unknown amount of time.